Event description:
It was reported the patient received the following results within 15 minutes: 112 mg/dl (user's meter) and 41 mg/dl (professional's meter). The patient's mother reported that her son suffered from hypoglycemia symptoms and went unconscious. The mother performed a blood glucose test with the user's meter which resulted in a value of 112 mg/dl. The mother did not trust this result and brought him to the pharmacy. At the pharmacy the blood glucose test gave a result of 41 mg/dl and the patient was brought to the hospital. At the hospital he was treated with glucose IV and released after 3 hours.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.